Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.